Event description:
It was reported that there was concern about the right ventricular (rv) leads impedance trend at the device change out. Approximately four months later, the patient went to the emergency room after hearing their device beep. There was high impedance and short interval counts (sic) on the rv lead. The rv lead had fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dvbb1d1, ICD, implanted: (B)(6) 2014. (B)(4).